Event description:
On (B)(6) 2012, while product surveillance was conducting follow-up on a separate issue, the following information was reported. In (B)(6) 2012, the patient had a break in aseptic technique, which was described as a touch contamination. In (B)(6) 2012, the patient experienced bacterial peritonitis. It was not reported if the patient was hospitalized for this event. The patient was treated with vancomycin and gentamicin (route, dosage and frequency were not reported). Peritoneal dialysis therapy was ongoing. On an unreported date, the patient was retrained on aseptic technique. On an unreported date, the patient recovered from peritonitis. The nurse stated the event of peritonitis was related to touch contamination and unrelated to any baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. A sample is not required for use error as there is no allegation against the device. This report of use error - breach in aseptic technique is confirmed because the nurse reported there was a break in aseptic technique described as a touch contamination. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.